Event description:
The surgeon inserted a competitor's lens using the indigo-p infector and the sfc-25 fp cartridge and the lens trailing haptic tore. The lens was removed without enlarging the incision and another lens was inserted. The cause of the lens haptic tearing was due to a loading error. Pt's post-op best correct visual acuity -1.00. Pt is doing good.